Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high shock impedance measurements of up to greater than 200 ohms. Rv pacing impedance measurements decreased from 900 ohms to 750 ohms. Other lead measurements were noted to be stable and there were no episodes of noise. Troubleshooting and programming options were discussed; however, it was noted that no further troubleshooting would be done. The lead would be replaced in the future. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
This device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received which noted that a surgical revision was performed. This patient's rv lead was cut and surgically abandoned. A portion of the lead was explanted and a new lead was implanted with this device. Then after the procedure, the device exhibited high shock impedances of greater than 200 ohms with the new lead. An x-ray showed proper pin placement in the device header, and the lead appeared normal under fluoroscopy. A surgical revision was performed. The set screw appeared to be loose, and allowed approximately half a turn, but a tug test was performed, and the lead did not come out. The lead was removed from the header and tested via the pacing system analyzer (psa), with good measurements. The lead was placed back in the device header, and normal measurements of 56 ohms were noted. Then after the procedure, the shock impedance measurements were greater than 200 ohms. X-ray again showed proper pin placement in the device header. A surgical revision was performed and the set screw appeared to be loose when inserting the wrench. This device was replaced and shock impedance measurements were normal. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.